Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to bone loss. Tooth location 46.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: method code was updated to 4109. H6: results code was updated to 213. H6: conclusions code was updated to 67. H10: narrative/data was updated. Similar complaints for bone loss related problems have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. Furthermore, the probability of manufacturing or design defects that might lead to bone loss escaping the available detections is remote and almost nonexistent. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
No additional or corrected information to report.